Event description:
The user facility reported that during a patient procedure the table was being commanded into position via the hand control however the table would not respond. The patient was transferred to a different table and the procedure was completed successfully. No report of injury. A procedural delay occurred due to the transfer of the patient.

Manufacturer narrative:
During the patient procedure, the facility attempted to use the backup control system before transferring the patient to a different table. The backup control system can be actuated at any time and allows table operation in the event of primary control malfunction. A pedal (foot pump to provide hydraulic power) and override hand control are located on the right side of the table base behind a cover panel and are used for table movements. A steris service technician inspected the table and was able to access and operate the backup control system; no issues were noted. The user facility reported to the technician that during the patient procedure, personnel attempted to utilize the foot pump to command the table into the desired position and the foot pump did not operate properly. The user facility further stated to the steris technician that they had to use a tool to pry off the table base cover as it overlapped the foot pump. During this discussion the steris technician identified that user facility personnel did not follow proper procedure for accessing the backup control system as stated in the operator manual (pp.4-8), "backup control system operation: to operate system, proceed as follows (see figure 4-5): flip pedal down. Slide backup hand control out from base. To operate table function, pump pedal while pressing desired function button on backup hand control (see figure 4-6)." The steris service technician reviewed the proper use of the backup hand control system with the user facility. The steris service technician inspected the table to determine the cause of the reported event and identified that when he removed the ac cord from the table and commanded the table to raise and lower, the hand control immediately displayed a red battery icon indicating the table needed to be plugged back in. During the technician's troubleshooting he determined that the power supply required replacement. The technician replaced the power supply, tested the table and returned it to service. No additional issues have been reported. The power supply subject of the reported event has been returned to steris quality and will be evaluated.